Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no valve frame anomaly noted. One of the outflow tabs was "hooked" onto an adjacent crown which appeared to be primarily due to technique.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to aortic annulus. As the valve was being deployed, the dcs was manipulated in that it was rotated less than half a turn. Due to this, a paddle of the valve got hung-up on the dcs. In response, the attending physician advanced the dcs slightly and rotated slightly. This allowed for the paddle to release from the dcs. The valve was then implanted, however, a bent outflow crown was noted. Per the physician, the patient's anatomy caused the paddle hang-up. Per the physician, manipulation of the dcs contributed to the paddle hang-up. No patient complications were reported as a result of this event.